Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed an infection. During the surgical procedure to cap the lead, the tip broke and remained in the patient's endocardium.

Manufacturer narrative:
The lead was returned in four pieces, no distal tip returned. Final analysis found an abrasion breaching a 0.6 cm length of the outer insulation, due to friction with another device.